Event description:
It was reported to philips that the system's footswitch was unable to trigger fluoroscopy. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information acquired, the procedure was completed by using a different system. A philips remote service engineer (rse) connected remotely and reviewed the log files. Log file analysis identified that the enable x-ray signal was inactive. A philips field service engineer inspected the system onsite and confirmed the reported problem and replaced the wired footswitch. After that, the system was returned in good working condition and was ready for clinical use. Further failure analysis of the wired footswitch is not possible as the part is not available. The codes were updated based on the investigation outcome.